Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that a patient could feel one (1) previously implanted locking compression plate (lcp) distal radius volar plate under their skin and it bothered them. The patient clarified that they did not feel any pain. Subsequently, on (B)(6) 2018, the patient underwent removal of the entire construct consisting of one (1) lcp distal radius volar plate and six (6) unknown locking screws. All devices were removed intact and the patient was not revised to any other implants. The hardware removal was reported to have been completed successfully. This complaint is for one (1) lcp distal radius volar plate (part number 442.491, lot number unknown, quantity 1). Concomitant devices reported: locking screws (part number unknown, lot number unknown, quantity 6). This is report 1 of 1 for (B)(4).